Event description:
A customer in (B)(6) reported finding turquois colonies in the amount of 10,000, while using the; chromid cps elite. The colonies did not show an real convex colony growth, they are however; growing into the agar. So, the customer is not able to do an agar diffusion-test. Also, the customer is not able to perform a gram stain and no further ID. There was a delay in results as the customer incubated the plate for 24 hours more in order to see if the colonies in the agar grew larger. The customer ordered a urine sample from the patient. For one patient sample, such colonies could be observed, the customer checked the urine after one week and identified klebsiella without the colonies. An investigation will be initiated by biomerieux.

Manufacturer narrative:
This report was initially submitted following a report of poor colony growth in association with chromid® cps elite agar. The colonies did not show a real convex colony growth; they are however growing into the agar. Biomérieux internal investigation was conducted. Testing included retention samples from the chromid cps elite agar batch in use by the customer, as well as a random batch. Cps4, which was the reference previously used by the customer, was also tested. Various enterococci strains were tested and grew colonies on the agar surface that were easily removed for sub-culturing. The investigation concluded that the chromid® cps elite agar is performing as intended. There is no product malfunction.